Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. According to the physician, there were no procedural complications noted. The patient was seen post-operatively in (B)(6) 2010 (exact date not provided) and the patient was reportedly doing well with no complaints. The patient was seen again in (B)(6) 2010 (exact date not provided) for an annual exam. There were no complaints reported. This was the last time the patient was seen. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.